Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
A healthcare professional reported "intracapsular rupture, there is also a small quantity of periprosthetic liquid" on the right device. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported "intracapsular rupture, there is also a small quantity of periprosthetic liquid" on the right device. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.